Event description:
The hybrid system was originally applied in 2002 to treat legg-perthes disease. A revision was scheduled in 2003 due to slippage in the treating area. At the time the system was replaced a black, powder-like residue was noted on one of the components. The serrations on the component appeared "worn down".